Event description:
It was reported that a patient implanted with an Impella 5.5 experienced a hematoma at the insertion site and suction events. No patient harm was reported. Impella support continues.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).